Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced an inflation issue. The doctor noticed that the cylinders would inflate only to 80 percent, then pump would squeeze but no additional fluid would enter. The pump was reset multiple times but the issue was not solved. On (B)(6), a revision surgery was performed in which the pump was removed and replaced to address the problem. The pump worked fine once it was removed from the scrotum, therefore a tubing kink was suspected. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced an inflation issue. The doctor noticed that the cylinders would inflate only to 80 percent, then pump would squeeze but no additional fluid would enter. The pump was reset multiple times but the issue was not solved. On aug 20th, a revision surgery was performed in which the pump was removed and replaced to address the problem. The pump worked fine once it was removed from the scrotum, therefore a tubing kink was suspected. There were no patient complications and after surgery the device was working fine.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) device. The doctor noticed that the cylinders would inflate only to 80 percent, then pump would squeeze but no additional fluid would enter. The pump was reset multiple times but the issue was not solved. The device remained in service and no future explant procedure was scheduled.